Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely by connecting with the customer and confirmed that the system was not booting up and getting stuck in the bios at startup. There was also an error in loading the operating system. Restarting the device did not resolve the issue. The philips field service engineer (fse) inspected the system onsite and found that the hard disk of the host pc was not booting up. Log file analysis indicated that the system did not log at the time of event. This is consistent with a host pc malfunction, as it indicates that the host pc, which is responsible for recording system logs, was down at the time of event. Upon troubleshooting, the fse manually started the hard disk by pressing the button on the disk bay of the host pc which made the system to boot up. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). The fse replaced the hard disk on the host pc to resolve the issue permanently. After that, the system was returned to use in good working order.

Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.